Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an angiojet zelantedvt thrombectomy with an 8f introducer sheath on the distal shaft of the catheter. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Visual inspection of the device revealed no damage or irregularities to the tip; however, the distal shaft of the detached at the location of the introducer sheath. The shaft was detached at the transition between the proximal and outer shafts 10cm proximal of the tip with the hypotube kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation. Visual inspection of the introducer sheath found that the distal end/tip was damaged. Functional testing was attempted by removing the introducer sheath off of the zelante catheter shaft. However, due to the damage on the introducer sheath it was not able to be removed from the catheter shaft. Inspection of the remainder of the device revealed no damage or other irregularities.

Event description:
Reportable based on device analysis completed on 06feb2020. It was reported that the tip of the catheter was damaged. An angiojet zelante catheter was selected for a thrombectomy procedure. During the procedure, the tip of the catheter became damaged and it was unusable. The procedure was completed with another device. There were no patient complications reported. However, device analysis revealed a distal shaft was detached.